Event description:
It was reported that a patient was in bed with the bed exit alarm set. Reportedly, a family memeber disarmed the bed exit alarm and assisted the patient to the bathroom. The hospital risk manager reported that the family member did not arm the bed exit after assisting the patient back into bed. Reportedly, the patient fell out of bed after the family member left. The patient died allegedly as a result of the fall.

Manufacturer narrative:
The hospital staff did not remove the bed from service or specifically identify it as there was no device malfunction. Hospital staff reported the bed was functioning within specifications and that the bed exit alarm was disarmed by a family member.